Manufacturer narrative:
Lot review: a review of the mfg. Lot database for lot# 3296961 (mfg. Date 08/2016) shows (B)(4) units were mfd., tested, inspected, and released. Citing no exception documents. Visual inspection: received: one used 46112-05, transpac IV trifurcated monitoring kit w/03 ml squeeze flush device, arterial safeset reservoir and needleless valves; reported lot# 3296961 and one opened 46112-05, transpac IV trifurcated monitoring kit w/03 ml squeeze flush device, arterial safeset reservoir and needleless valves; reported lot# 3296961. Blood was observed in the tubing. The red female luer was confirmed to be separated from the pressure tubing. No tubing remains in the tubing pocket. Functional testing: used unit was visually examined. A partial solvent ring was observed around the 10 " pressure tube above the safeset reservoir. Only partial solvent residue was observed inside the female luer tubing pocket which is bonded to the 10" section of tubing above the safeset reservoir. The new unused set was leak tested and no leaking was observed. The same bond on the unused unit was then pull tested to failure. Engineering summary: the reported complaint of tubing came away was confirmed. The root cause of the failure was from insufficient solvent. A partial solvent ring was observed around the pressure tube and inside the female luer tubing pocket of the 10" section above the safeset reservoir that connects to the transducer zeroing stopcock. No defect was found with the new unused set. ICU medical through continuous corrective and preventative actions are reviewing the process and making the necessary improvements to the manufacturing process.

Event description:
Complaint rec'd regarding one (1) 46112-05, transpac IV trifurcated monitoring kit w/03 ml squeeze flush device, arterial safeset reservoir and needleless valves; lot# 3296961. The report states, on the arterial line of this custom trifurcated kit, the pressure tubing immediately distal to the zeroing stopcock spontaneously detached from the red luer. There were no adverse patient consequences reported.